Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the report of low speed/pump stoppage events. Although a specific cause for the events could not be conclusively determined through this evaluation, the abnormal pump operation appeared consistent with a potential driveline wire compromise and the center treated the patient in accordance with driveline wire damage. The submitted system controller log file data showed that a transient low speed/pump stoppage event occurred the evening of (B)(6) 2019. A subsequent transient low speed/pump stoppage event and additional low speed events were captured the early morning of (B)(6) 2019. The interruptions in pump function resulted in low speed advisory/hazard and low flow hazard alarms while the low speed events were also associated with significant elevations in pump power up to 19 watts. The abnormal pump operation only occurred while the system was connected to the power module and appeared consistent with a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed as the device remains in use. The account opted not to proceed with a distal end driveline replacement and to keep the patient on an ungrounded patient cable for the time being. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were received. Patient called with complaint of vad alarm, low speed advisory, lasting 2 seconds. It appeared similar alarms occurred on the night of (B)(6) 2019 as well. Patient presentation was similar to other cases of phase-to-shield short, as both incidents occurred while he was plugged into the power module through a shielded patient cable. Patient has been informed to not use the patient cables they were previously issued. Customer requested two ungrounded patient cables. The log file confirms pump stops on (B)(6) 2019 & (B)(6) 2019 while connected to the power module. The current patient plan was to keep the patient on a no ground patient cable. The patient had been educated on the probable issue and was aware to contact the vad team for any signs of progression. A plan may be made to proceed with an external percutaneous lead replacement in the future if needed. No further or additional information was provided.